Event description:
It was reported that the patient with this right ventricular (rv) lead presented to the emergency room two days after the initial implant with an escape rate of 20 beats per minute, no rv capture and high thresholds. Subsequently, the rv lead was repositioned onto the septum in which good thresholds were observed. The lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.